Manufacturer narrative:
Additional device product codes used hrx. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 314.743, lot# 14657-01. Supplier: (B)(4), release to warehouse date: dec 14, 2006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with non-synthes hardware for a right ankle fracture on an unknown date. Patient underwent revision surgery on (B)(6) 2017 to adjust the non-synthes hardware frame and to apply bone graft to the non-union. Ria was used to collect bone graft from the right femur. While reaming, the tip of the drive shaft broke within the reamer head. The broken tip of the drive shaft remained lodged in the reamer head and did not become free. There was no issue with the reamer head. A second drive shaft was readily available in the set and the procedure continued. There was a one to two minute surgical delay. Routine intraoperative x-rays were taken. The ria part of the procedure was completed successfully and the patient was reported as stable. Concomitant devices reported: 12.0mm reamer head (part # 352.250s, lot # unknown, quantity 1); ria tube assembly 520mm (part # 314.746s, lot # unknown, quantity 1); 2.5mm reaming rod with ball tip (part # 351.706s, lot # unknown, quantity 1); drive shaft seal (part # unknown, lot # unknown, quantity 1); graft filter (part # 352.229s, lot # unknown, quantity 1); locking clip (part # 352.260s, lot # unknown, quantity 1); 3.2mm guide wire (part # 357.399, lot # unknown, quantity 1). This report is for one (1) drive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. One (1) drive shaft, minimum 520mm length, for use with ria (part number 314.743 / lot number 14657-01) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within approximately 1mm proximal to flush with the distal edge of the drive shaft helix. Furthermore, the helix shows scraping and appears ground down which shows evidence of exposure to significant force. The proximal connecting post shows indents along the diameter change directly distal to the hexagonal portion. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the damage of the helix points to exposure to excessive force. No new malfunctions were observed during the course of this investigation. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the relevant features could not be obtained. The shaft on the proximal side of the helix, away from the break, was confirmed to be within the specification. The reamer/irrigator/aspirator (ria) technique guide [dsus/trm/0615/0627(1) 4/17] addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received april 14, 2017. Concomitant device drive shaft seal, part number provided.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: drive shaft seal (part 351.718s, lot number unknown, quantity 1).